Event description:
During ecog review, it was noted that the signal looked abnormal. A lead impedance test was run in clinic and some contacts had high impedance values. The surgeon believed these abnormal values were due to a micro fracture in the left mesial temporal depth lead. The lead was replaced on (B)(6) 2024.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.